Manufacturer narrative:
Calibration was within acceptable limits. Qc was performed on(B)(6) 2020 which was acceptable but was three days prior to the event. Customer only performs qc on all 3 levels once per week. This is outside of the instructions for use recommendations to complete at least 2 quality control tests on different levels once daily or more often in accordance with local regulations. The customer indicated that the sample had been heparinized with sodium heparin as anti-coagulant. The use of heparinized syringes with liquid sodium heparin is not recommended by roche. Based on provided information, the root cause is consistent with a pre-analytical issue with the patient sample. The investigation did not identify a product problem.

Manufacturer narrative:
The country of origin is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable k+, na+, ca2+, and methb results for one patient sample tested on the cobas b 221 analyzer. The initial k+ result was 19.34 mmol/l and the repeat result was 9.66 mmol/l. The sample was repeated on a second cobas b 221 analyzer, resulting with a k+ value of 3.39 mmol/l. It was noted that the customer did not believe the high k+ values to be compatible with life. The initial na+ result was 120.3 mmol/l and repeated as 129.8 mmol/l. The sample was repeated again on a second cobas b 221 analyzer, resulting with an na+ value of 135.2 mmol/l. The initial ca2+ result was 0.548 mmol/l and the repeat result was 0.816 mmol/l. The initial methb result was 0.7 % and the repeat result was 0.6%. The na+ electrode lot number was 21591647; the customer stated this electrode was installed on (B)(6) 2019. The k+ electrode lot number was 21594647; the customer stated this electrode was installed on (B)(6) 2019. The ca2+ electrode lot number and expiration date was not provided.